Event description:
Report recieved of a tubing separation. The customer reported the pump was delivering an unspecified concentration of morphine "via epidural mode". It was reported that as the nurse removed the4 pump cassette from the device at the completion of the infusion, the tubing separated from the daxxette at the distal cassette to tubing solvent bond. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. Though requested, no additional information was provided.